Event description:
During knee replacement surgery, the insert of 6/11 could not be placed in the posterior slot of tibial baseplate, resulting in insert damage . Finally a insert of 6/9 was used to complete the surgery. No extra bone cuts were made to place 6/9 insert. Delay greater than 30 minutes was recorded.

Manufacturer narrative:
A tc prim/tc rev tib ins tc cs ultrac 6/11 was reported due to failure/difficulty to interlock during a revision surgery. The device was used in treatment. The complaint device was returned. The visual inspection could confirm the damage on the insert which was caused when the insert could not be placed in the posterior slot of tibial baseplate. The dimensional evaluation did not detect dimensional deviations prior to the surgery. The complaint history review did not find any further complaints concerning devices of the same batch. No deviations from the standard operating procedure was found in the production documentation review. Based on the conducted investigation, the root cause could not be determined conclusively. If more information becomes available, the complaint will be re-evaluated. Smith+nephew will continue to monitor for similar issues. The complaint device will be discarded.